Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port kit was returned for evaluation. Visual, microscopic, functional evaluations were performed on the returned device. An attempt to load the groshong catheter back to the partially peeled 8.0fr peel-apart sheath was performed and was successful. Therefore, the investigation is inconclusive for the reported difficult to insert issue as there were no difficulty in insertion of catheter to the sheath was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. However, the investigation is unconfirmed for the reported sheath break issue as no evidence of sheath break was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the subclavian approach, the catheter allegedly could not be inserted. It was further reported the sheath was allegedly broken in the middle. The procedure was completed using another device. There was no reported patient injury.